Event description:
It was reported that air ingress was observed. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The faradrive sheath was inserted into the femoral vein per protocol after being properly aspirated and flushed. A farawave catheter was flushed per protocol and then inserted into the faradrive sheath. The farawave catheter was placed into the clear portion of the faradrive sheath, and another aspiration was performed. At this time, air was noted to be pulling into the syringe. Another aspiration was performed, and more air was noted in the syringe. The connection between the faradrive flush line and the stopcock on the faradrive sheath was checked to ensure it was on tight so as not to allow air ingress. The connection between the flush line and stopcock was confirmed to be correct and tight. The physician continued to aspirate with air noted with every aspiration. No bleed back was noted via the valve. A slight st segment elevation was noted on two of the twelve leads on the electrocardiogram. The faradrive sheath was replaced, and the procedure was completed successfully with no further patient complications reported. The patient fully recovered from the event. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The reported air ingress event could not be confirmed.

Event description:
It was reported that air ingress was observed. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The faradrive sheath was inserted into the femoral vein per protocol after being properly aspirated and flushed. A farawave catheter was flushed per protocol and then inserted into the faradrive sheath. The farawave catheter was placed into the clear portion of the faradrive sheath, and another aspiration was performed. At this time, air was noted to be pulling into the syringe. Another aspiration was performed, and more air was noted in the syringe. The connection between the faradrive flush line and the stopcock on the faradrive sheath was checked to ensure it was on tight so as not to allow air ingress. The connection between the flush line and stopcock was confirmed to be correct and tight. The physician continued to aspirate with air noted with every aspiration. No bleed back was noted via the valve. A slight st segment elevation was noted on two of the twelve leads on the electrocardiogram. The faradrive sheath was replaced, and the procedure was completed successfully with no further patient complications reported. The patient fully recovered from the event. The device was returned for analysis.